Manufacturer narrative:
This device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant info received, a supplemental medwatch report will filed. (B)(4).

Event description:
It was reported to boston scientific corp that upon opening a polaris ureteral stent packaging, the complainant noticed that the distal end was torn. (No patient involvement).